Event description:
It was reported to ge that the x-ray collimator detached and almost struck the pt. The operator was able to catch the collimator before it hit the pt. Evidently, the locking screws were missing from the mounting ring, which backed out and allowed the collimator to detach. The collimator was repaired and the locking screws replaced.